Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient experienced ineffective stimulation due to the lead having migrated and thus the patient is experiencing muscle contractions. Surgical intervention may be pending to address this issue. The patient has been advised to turn off the stimulation until the lead has been repositioned.